Event description:
Responded to a cardiac arrest call upon arrival pt was in v-fib and when the charge button was pressed the message state connect cables. Attempted a 2nd time and state connect cables. There was another ambulance on scene so facility used their lp12. The customer provided the following additional info: paramedics responded to a person who had suddenly collapsed. Fire dept personnel were performing CPR upon arrival of the paramedics. The pt's outcome was not known. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
The facility equipment coordinator reported that the therapy cable used during the reported event had a broken low voltage pin in the device connector. The facility removed the damaged cable from use. The broken pin will result in a failure of the defibrillator to charge and the device will display a connect cable warning message. The device was provided to the local medtronic service rep for eval, however, due to power loss from hurricane katrina, the evaluation has not been completed.